Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this patient experienced dizziness or a brief period of syncope when bending over while golfing, and a remote monitoring alert for high out-of-range (oor) pace impedance measurements was received. The incident occurred in a location other than the patient's permanent residence, and the physician who saw the patient was considering placement of a temporary pacemaker, as the lead was still capturing for pacing therapy. It was reported that the pace/sense portion of the lead appeared to have a fracture, and there was episode information that indicated oversensing of myopotential noise. A bsc technical services (ts) consultant discussed device programming options to ensure temporary pacing until the lead issue could be addressed. There were no reports of adverse effects beyond the patient's dizziness/syncope. The lead's pace/sense portion subsequently was replaced with no additional patient effects; this device remains implanted and in service.